Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11. Corrected fields: h11 (tac). The device was not returned to olympus for inspection but the reported failure was confirmed via phone. A root cause could not be identified. Based on the results of the investigation the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source had b30 error code. The issue was found during sedation to a colonoscopy procedure - device outside patient. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.